Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating impedances on the right atrial (ra) channel that were sometimes measured high and out of range. Boston scientific technical services (ts) reviewed data from the system and recommended performing integrity testing. The system was reprogrammed and this crt-d remains in service. The physician will continue monitoring the system. The ra lead is another manufacturer's product. No adverse patient effects were reported.